Manufacturer narrative:
Additional information was provided by technical services. Technical services confirmed increase impedances as well as loss of capture with bipolar simulation while unipolar shows normal impedances and normal capture. A possible fracture of the rv lead was discussed as well as a possible connection issue. A lead revision was advised, however it was noted that the final decision should be left to the descretion of the physician. At this time the device and lead remains implanted and thus will not be returned for analysis. Should additional information become available this pi will be updated.

Manufacturer narrative:
At this time the device remains implanted and thus will not be returned for analysis. Should addditional information become available this pi will be updated.

Event description:
Boston scientific received information that at a follow up increased right ventricular pacing thresholds out of range pacing impedances and pacing failure was noted. No lead fracture was observed. The pulse generator (pg) was reprogrammed from bipolar configuration to unipolar configuration and a follow up was scheduled. No adverse patient effects were reported.

Event description:
--